Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During an in-clinic follow-up, myopotential oversensing episodes were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable.